Event description:
Pt had 3 focal laser treatments. 2/7/95 r #60 0.1 100 microns 150-200 mv, 2/21/95 (l) #42 0.1 100 200 mv, 7/25/95 (l) #28 0.1 100 250 mv on 6/13/95 c/o some decrease in v/a l eye. On 9/19/95 c/o decrease in v/acuity: on 2/6/96 c/o much worse vision dim and blurring towards center. On 2/6/96 diagnosed as subretinal neovascularization. Still attempting to follow-up 3 pts.